Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). There was atrial undersensing noted as well as small amplitude waves. Technical services (ts) discussed changing the programming to reduce the undersensing and inappropriate therapy. This crt-d remains in service. No adverse patient effects were reported.